Manufacturer narrative:
(B)(4). The insulin pump had minor scratched lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the top rim of the reservoir compartment was chipped. The customer noticed this last week when the reservoir came out and then realized that a piece on the reservoir compartment was missing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.